Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient was having supraventricular tachycardia (svt) episodes. Due to the device discriminators, inappropriate atp therapy was delivered to the patient for the svt episodes. Following the therapy the svt slowed below the detection rate. The device discriminators were reprogrammed to avoid further inappropriate therapies. The patient was in stable condition.